Event description:
It was reported the system had a collimator iris pot error messages and other collimator issues during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro. There is no report of injury or associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator, camera, backplane, high voltage cable, fluoro functions board, and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.